Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: during testing, the up arrow and contrast button were under responsive; the down arrow and ok buttons functioned properly. The keypad cover was removed and moisture corrosion was found on the up arrow and contrast button contacts. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. Reportedly, there was moisture in the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.